Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion at the tubing event on 04-sep-2024. Blood glucose levels reported during the event was high and patient took correction via multi-daily injection to address high blood glucose. Patient changed supplies as necessary and resumed insulin therapy. No further information available.